Event description:
Powerglide pro examined prior to insertion and found to be fully intact. 2 vat rns (vascular access team registered nurses) and bedside rn present for insertion - technique was appropriate. Powerglide pro inserted with no difficulty until after deployment of guide wire. Successful guidewire deployment but immediate inability to thread catheter off of the device led to immediate cessation of attempt to thread and attempt was made to retract guidewire without success. Ultimately, procedure was aborted and attempted to pull the line from patient's arm with extreme difficulty and patient reported extreme pain. Line successfully removed from patient and is intact with no residual catheter left in patient. Arm examined under ultrasound, found with no complications to vasculature that was attempted for cannulation. Small area of ecchymosis at site removal.